Manufacturer narrative:
(B)(4) based on the product analysis completed on (B)(4) 2014, this complaint met the criteria for MDR reportability. Patient age, weight, gender not provided. Complaint conclusion: the device was returned for analysis. A non-sterile select plus 150/5 cm was received stuck inside of non-codman 5f parent catheter in a tangled condition inside a plastic bag. The microcatheter was inspected, and it was found kinked at 63cm from the proximal end of hub, as well as it was found separated in two pieces at 184cm from the proximal end of hub. Just 1.5cm of the microcatheter was found outside of the non-codman 5f parent catheter the rest of the microcatheter was found inside of the non-codman 5f parent catheter. Residues of dry blood can be observed on the devices. The microcatheter was inspected under microscope and it was found separated in two pieces and elongated condition can be observed on the separated section. An x-ray was performed on the devices and the distal section of the select plus 150/5 cm was found compressed/kinked with a wave condition. The outside diameter and inside diameter of the hub from the microcatheter were measured and were found within specification. The distal inside diameter cannot be measure since the distal end of the device was found stuck inside of the non-codman 5f parent catheter. The functional test could not be performed since the microcatheter was found separated in two pieces. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The resistance between the microcatheter and guide catheter was confirmed since the microcatheter was found stuck inside of non-codman 5f parent catheter. The cause of the resistance experienced by the customer appears to be due to the compressed/kinked condition found on the distal section of the select plus 150/5 cm. The root cause of the compressed/kinked condition could not be conclusively determined; however, procedural handling factors may have contributed to the condition since it was reported that the device did not appear damaged prior to use. The elongation present at the separated ends of the catheter would indicate that the separation occurred by applying excessive force to the catheter. Inspections are in place to prevent these kinds of failures from leaving the manufacturing facility. Since the event did not appear to be related to a manufacturing issue, no corrective action will be taken at this time. This is an initial/final MDR report.

Event description:
During coil embolization of the splenic artery aneurysm, while delivering a prowler select plus (606-s255x/15861254) in non-codman 5f parent catheter, the prowler select plus got stuck at the distal end of the parent catheter, and product analysis revealed that the catheter had separated inside the guide catheter. Although the prowler select plus was delivered with the guidewire and parent catheter to the desired position via superior mesenteric artery, only its distal tip (approx. 2cm) was exposed from the distal end of the parent catheter and could not be advanced anymore due to resistance between the microcatheter and guide catheter. The physician was concerned that the event might have been caused by a kink on the microcatheter or thrombus within the microcatheter, so the system, including the parent catheter, prowler select plus and guidewire were safely removed as a unit from the patient. After that, although the physician replaced the parent catheter twice for new non-codman guide catheters, the situation did not improve. After withdrawal, when the devices were outside the patient, the prowler select plus was inserted into the three non-codman parent catheters, but all situations were the same. Therefore the prowler plus was replaced for an unspecified competitor¿s product which could pass through the third parent catheter, and the procedure was successfully completed without any further issues. There was no patient injury/complication reported and no thrombus reported. No information could be obtained to determine when the separation occurred. Complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and a constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection, and no damages or thrombus were reported on the device after the event. It is unknown if the microcatheter was re-shaped or not.

Manufacturer narrative:
Corrected data. The location of the kink and separation listed on the complaint conclusion was incorrect. The correct location of the kink and separation is: the microcatheter was inspected and it was found kinked at 63cm from the proximal end of hub as well as it was found separated in two pieces at 84cm from the proximal end of hub.